Manufacturer narrative:
Initial reporter establishment address, telephone number: (B)(6). The device was not returned for evaluation (lens remains implanted). Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was implanted with intraocular lenses (iols) for near, intermediate, and far-distance vision. A few months later, during a follow-up examination, the patient reported that (especially in the evening) he sees strange reflections coming from the headlights of vehicles, street lights, and everything that shines in general. A follow up consultation 6-7 months later revealed that the patient is still experiencing the same issues. A year and a half went by and the symptoms have gotten worse. The patient is not able to drive at night. No further information was provided. This report is for one eye. A separate report is being submitted for the other eye of the patient.

Manufacturer narrative:
Corrected information: section e1 - country: turkey. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.